Manufacturer narrative:
An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the companion 2 driver display functioned but that the touchscreen did not respond to touch in order to make changes or access the menu. The customer also reported that the syncardia hospital cart touchscreen used with the companion 2 driver also did not respond to touch. The companion 2 driver continued to perform as intended, continuing to update fill volume, cardiac output and waveforms. The patient was switched to a backup driver without adverse impact. The customer also reported that after the patient was switched to a backup driver, a successful calibration of the companion 2 driver was conducted in the hospital lab. This alleged failure mode poses a low risk to a patient, because, the issue was observed when the companion 2 driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions.